Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was not further described. The patient was not hospitalized for the peritonitis event. The same day as onset, the patient began treatment with injection of vancomycin 2gm (frequency, route and duration not reported) and meropenem 1gm (frequency, duration and route not reported) for peritonitis. The action taken with dianeal and extraneal were not reported. At the time of this report the patient outcome of this peritonitis event was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.